Manufacturer narrative:
Pump received with intermittent esc and act button response due to corroded keypad traces. No button error alarm during testing. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's mother reported via phone call that customer received a button error alarm. It was reported that the act and esc buttons were not responding. It was also reported that insulin pump was exposed to moisture from rain. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.